Event description:
It was reported that the patient was seen in clinic and found to have high impedance of 5533 ohms. It was indicated the patient would have x-rays performed. Imaging results report for the x-rays was received. It was indicated that the x-rays were performed to check vns lead integrity. It was stated that the stimulator device leads are located at c6-c7 on the left. No other information was provided in the report. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for sentiva generator compared to those reported by previous generator models. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. This event of high impedance may be related to this firmware change, but this has not been confirmed to date. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant card was received indicating that the patient received a battery replacement due to high impedance, however no lead was revised. It was stated that the impedance with the generator in which high impedance was seen with was holding steady above 5000 ohms. The facility the surgery took place does not return explanted products and discards them after the surgery, therefore product return is not possible. No additional relevant information has been received to date.

Manufacturer narrative:
Adverse event or product problem ¿ correction ¿ inadvertently did not include adverse event in initial MDR submitted. Outcome ¿ correction ¿ inadvertently did not include other serious in initial MDR submitted. Describe event problem ¿ correction ¿ inadvertently did not include that the physician believes the increase in seizures is associated with the high impedance leading to medication increase and x-rays being performed on the patient. Brand name ¿ correction ¿ inadvertently put the incorrect device in the initial MDR submitted. Type of device ¿ name ¿ correction ¿ inadvertently put the incorrect device in the initial MDR submitted. Device information ¿ correction ¿ inadvertently put the incorrect device in the initial MDR submitted. (B)(4).

Event description:
Clinic notes for the patient were received and reviewed. It was noted that the patient has been seizure free for some time, however had a recurrent seizure in which the physician feels may be associated with the high impedance that was found. The patient was provided with a temporary increase of gabapentin by 300mg a night. It was stated that x-rays were performed and showed no obvious breaks in the leads. The patient reported no voice or swallowing problems. It was indicated the lead is palpable without any obvious fracture. The patient also had a neck ultrasound performed from the generator to the neck. The lead appeared to be intact without any obvious fractures. Response was received from the physician that the cause of the high impedance is either connection between device and cable or between the electrode helices on the vagus nerve. It was indicated that x-rays were sent for review and that there were no other factors that could contribute to the breakthrough seizures. X-ray results were included and did not indicate any device issue was found. It was stated that the generator was over the left upper chest wall and there was no evidence of hardware-related complications. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.